Event description:
The customer reported the systems' motorized function failed to operate. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motor control unit was replaced. The system was then found to be operating as intended.